Event description:
It was reported to philips that a patient fell from the examination table. According to information obtained from the customer, the patient suffered a bruise. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. Based on the information collected, the incident occurred during a planned colonoscopy with x-ray procedure. While under sedation with propofol and midazolam, the patient moved unexpectedly, and the sedation nurse was too far away to prevent a fall. The patient was said to have sustained an isolated rib contusion that did not require medical intervention and was discharged home without restrictions. Philips has since issued a field safety notice providing additional instructions for correct mattress positioning and released an addendum (4523 001 30522) to the instructions for use. The codes were updated based on the investigation outcome. The serial number and the manufacture date have been updated.

Manufacturer narrative:
Philips has investigated this complaint. Based on the information collected, the incident occurred during a planned colonoscopy with x-ray procedure. While under sedation with propofol and midazolam, the patient moved unexpectedly, and the sedation nurse was too far away to prevent a fall. The patient was said to have sustained an isolated rib contusion that did not require medical intervention and was discharged home without restrictions. Philips has since issued a field safety notice providing additional instructions for correct mattress positioning and released an addendum (4523 001 30522) to the instructions for use. The codes were updated based on the investigation outcome.